Event description:
The dealer reported that the concentrator would not alarm. This issue could prevent a user from being able to switch to another source of oxygen if the unit turned off unexpectedly.